Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit not charging when plugged in. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in event site name: (B)(6) medical cent. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) spoke with the biomed who had the unit in his shop and asked him to pull on the unit to see if it was fully seated into the cart. When he checked, the unit pulled out which meant that it was not seated into the cart and therefore could not charge the batteries. Once fully seated, the fse had the biomed engineer check to confirm if the charging leds were on. He stated that they were. The unit was approved for use. Issue resolved over a call with biomed.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit not charging when plugged in. The event circumstance is unknown but there was no patient involvement.